Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) , the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 04-apr-2018 with the following findings: a review of the pump black box showed pump no power issues. A visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged. The battery cap contact height and width dimensions were found to be within specification. The returned battery cap was able to fit securely to maintain an electrical connection. The pump powered on and the pump was exercised for 24 hours with power loss occurring. The pump cover was opened and no evidence of moisture or loose components were observed to the power printed circuit board. The allegation of intermittent power was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.